Event description:
Customer reported that the rn opened the package and found that the needle hadn't been securely attached to the syringe which resulted in a needle stick to the rn. The needle was clean at the time of the injury.